Manufacturer narrative:
(B)(4).

Event description:
The customer questioned "some patients" results when tested for ise indirect na for gen.2 on a cobas 8000 cobas ise module. The customer changed the diluent prior to running any quality controls (qc), calibration or patient samples. The customer did not say that calibration was performed. They started getting more elevated na results and a nurse questioned them. Qc was run again and the results were high and out of range. The patient samples were repeated. The customer provided erroneous results for 1 patient sample. The erroneous results were reported outside of the laboratory. The initial na result was 143 mmol/l. The repeat result was 134 mmol/l. It is not known if an adverse event occurred. No adverse event was reported. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site, and, over the course of 3 visits identified a faulty switching valve that was intermittently not closing. After replacing this valve, ise checks were within specification. The customer ran calibration, qc and precision tests and all results were acceptable. Based on the information available for investigation, the root cause is believed to be that the customer did not perform calibration after changing the diluent. The customer has to calibrate the ise module after changing system reagents.